Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she changed the battery last week but the insulin pump powered off. Customer's blood glucose level was 492 mg/dl. The customer treated her high blood glucose level with the insulin pump. She had to change the battery out every day but the insulin pump took a while to turn back on. The customer did not receive a low battery prior to the off no power alert. The insulin pump was dropped or bumped. The battery area had a missing plastic part. The battery cap was loose and damaged. The device was not returned.